Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was experiencing pain at the anchor/lead site, and it was confirmed the thoracic lead had migrated. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced and an anchor was implanted. Postoperatively, the pain has resolved and patient has effective therapy.